Manufacturer narrative:
Device evaluated by manufacturer: he complaint device was received for evaluation. Evaluation of the returned device revealed that several kinks were observed in the sheath assembly from femoral marker to the proximal end. There was no damage observed on the distal tip or guidewire exit port assembly. Impedance testing shows an electrical open at proximal wave form. No image appeared in the ilab system. Imaging core windup was found within the telescope section of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Kinks in the sheath assembly which may have resulted in the reported trapped/stuck in lesion issue. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the imaging catheter became stuck with the lesion. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified unknown lesion. An opticross¿imaging catheter was used for diagnosis. During a percutaneous coronary intervention, an opticross imaging catheter could no cross the lesion although the physician pushed the catheter after the guidewire crossed the lesion. After rota was performed this second opticross was used again. However, the catheter got stuck at the lesion and lost image occurred. The device was removed by just pulling back without any difficulties. The procedure was completed with another with the same device. No patient complications reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the imaging catheter became stuck with the lesion. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified unknown lesion. An opticross imaging catheter was used for diagnosis. During a percutaneous coronary intervention, an opticross imaging catheter could no cross the lesion although the physician pushed the catheter after the guidewire crossed the lesion. After rota was performed this second opticross was used again. However, the catheter got stuck at the lesion and lost image occurred. The device was removed by just pulling back without any difficulties. The procedure was completed with another with the same device. No patient complications reported and the patient's status was good.